Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. The customer¿s blood glucose was 117 mg/dl. Troubleshooting was performed for motor piston encoder error. Customer stated that the insulin pump was exposed to magnetic resonance imaging. The customer was advised that the insulin pump needed to be replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.